Event description:
The complaint is reported as: as the clinician advanced the tip of the sheath into the patients tissue she noticed that the peel away was separating in the middle of the sheath, she removed it and replaced it with another sheath and completed the procedure without incident. No patient injury or harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), the customer returned one peel away sheath for evaluation. Visual examination revealed the sheath tore prematurely along the score line in the middle of the peel away catheter body. There was evidence of white discoloration along the tear, indicating undue force likely caused or contributed to the damage. The sheath tip was also slightly torn and damaged. The observed damage at the peel away tip is also consistent with undue force being applied. The sheath was torn 29 mm from the proximal hub. The total length of the sheath body from the proximal hub to the sheath tip measured to be 2.72" (69mm) which is within specifications of 2.70-2.80" per product drawing. The outer diameter of the sheath body measured to be 0.076" which is within specifications of 0.071-0.08" per product drawing. The inner diameter of the sheath (measured from the proximal end) measured to be 0.061" which is within the specification limits of 0.061" - 0.0661" per product drawing. No dimensional issues were identified. Functional inspection was performed in order to recreate the product's intended use. The IFU states "check sheath placement by holding sheath in place, withdraw guidewire and dilator sufficiently to allow venous blood flow. Holding sheath in place, remove guidewire and dilator as a unit." A lab inventory dilator was able to fully advance and retract from the returned sheath. A device history record review was performed with no relevant findings. The IFU provided with this kit includes the following warnings, cautions and instructions for the user: "do not withdraw tissue dilator until the sheath is well within the vessel to reduce risk of damage to sheath tip." The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. The sheath contained damage consistent with undue force being applied during insertion. The returned sample passed all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: as the clinician advanced the tip of the sheath into the patients tissue she noticed that the peel away was separating in the middle of the sheath, she removed it and replaced it with another sheath and completed the procedure without incident. No patient injury or harm reported. The patient's condition is reported as fine.